Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: rupture capsular contracture baker grade unknown.

Event description:
Physician reported right side rupture and "strong capsule layer had formed." The device has been explanted.